Event description:
Physician was attempting to deliver 1 resolute integrity drug-eluting stent to a little calcified lesion in the rca with 80-90% stenosis but the stent got stuck in the guide catheter. When it was removed deformation was noted to the stent. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver and deformation); related to operational context ¿ (operational use of guide catheter caused deformation); (no results available since no evaluation performed) - device or procedural images not provided for review. Conclusions: operational context caused or contributed to the event - (operational use of guide catheter caused deformation); inherent risk of procedure ¿ (failure to deliver and deformation). (B)(4).